Event description:
The ge oec 9600 fluoroscopy system displayed a pre-charge error code. The system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found that the battery pack was failing. The battery pack was removed and replaced and the charger was adjusted appropriately. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.